Manufacturer narrative:
Batch history review: the mfg file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: the involved catheter was returned in two pcs. The total length of the implanted catheter was 18 cm long. The rupture appeared 2 cm from the connection. The external and internal diameters measured on the returned catheter are compliant with the specifications. Conclusion: the investigation performed leads us to think that the catheter rupture results from an acute angle at its entrance in the jugular vein, which created an erosion or a pinch. In the absence of post-implantation xrays, it is difficult to be certain about the cause of the rupture. The catheter of the celsite babyport is the smallest pur catheter of the celsite range and its thin section predisposes the catheter to kinking and possible rupture if the course of the catheter into the vein is acute.

Event description:
"During the explantation of the access port, the catheter broken at the level of its entrance in the jugular vein."